Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-05-12. H.6. Investigation summary: a retention sample of the complaint batch was evaluated along with a control batch. Returns were received on 5/12/2020, but based on the decision to recall the return sample was not evaluated. Testing was completed per qc standard test method.  Although testing did not confirm an excessive amount of artifact, a review of the most recent complaint data indicates a trend in confirmed complaints for artifact, therefore complaint is confirmed. A recall is being initiated for this batch. The batch history record was reviewed and no discrepancies were found. Root cause is under investigation and will be documented in our quality system.  Bd will continue to trend on complaints for artifacts. CAPA 1491251 has been initiated. H3 other text : see h.10.

Event description:
The customer reported that while using bd bbl¿ gram crystal violet they noticed excessive artifact and precipitate resembling gram positive cocci. This artifact could lead to false positive grams stains being reported. The customer did not report out the results and no change in course of treatment was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
The customer reported that while using bd bbl¿ gram crystal violet they noticed excessive artifact and precipitate resembling gram positive cocci. This artifact could lead to false positive grams stains being reported. The customer did not report out the results and no change in course of treatment was reported.